Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device shuts down while functioning. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device powered on and off via ac and battery power, however, the displayed remained powered off and a 7 beep watchdog alarm was triggered after boot up due to a damaged speaker connector.

Event description:
The customer reported that the device shuts down while functioning. There was no patient impact or consequence reported.